Event description:
During a thoracoscopic bullectomy procedure, the staples did not form properly and the jaws did not open. The surgeon opened the jaws with forceps and applied another device. No pt injury was reported.

Manufacturer narrative:
7/24/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The exact manufacturing site could not be determined as the production lot is unk.